Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with lioresal 2100 mcg/ml intrathecal therapy via an implanted pump. The dose had a 2% increase in dose at 31.7 mcg/hr. The baclofen lot number was unknown. The new drug indicated in the patient¿s pump was compounded baclofen 2100 mcg/ml (950 mcg/day). There also was reference that the pump contained baclofen unknown 2000 mcg/ml at a dose of 950.5 mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. The consumer reported that the pump was alarming/beeping with sound consistent with single tone beeping every hour for the past 2 hours. The patient had a recent pump refill on (B)(6) 2016. The consumer reported symptoms as none. The patient was going to follow up with the hcp. On 04/08/2016, the manufacturer reported on that the hcp erroneously bypassed the bridge bolus. When the patient was refilled on (B)(6) 2016, the drug concentration was changed. They thought they did a bridge bolus but the pump was never updated. They had printed out a print file and not updated the pump and the low reservoir alarm (lra) was occurring. The current last change date was (B)(6) 2016. The pump had been infusing for 11 days with the old programming (flow rate 0.47 ml/day) or volume infused 5.25 ml. The reservoir volume was updated. The representative reported the patient had no symptoms. The troubleshooting resolved the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.